Event description:
The patient underwent generator replacement. It was noted that pre-op diagnostics were showing low impedance. Once in the pocket, several other tests were performed with the new generator and low impedance <600 ohms was seen. It was reported that the old lead was not explanted. Pin ¿reinsertion was attempted but did not resolve the low impedance. It appears from further information received that the lead is fluctuating between low and normal impedance of 646 ohms and 661 ohms. It was noted that since the low impedance was noted the patient has had 2 generalized motor seizures which have not occurred since his vns was implanted. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
The explant lead was received for analysis. Analysis is underway but has not been completed and approved to date.

Event description:
The patient underwent lead replacement. The explanted lead has not been received for analysis to date.

Event description:
Product analysis for the lead was completed and approved. During the visual analysis abraded openings were observed on the outer and inner silicone tubes and the quadfilar coils appeared to be exposed. The exposed conductive coils may be a contributing factor to the low impedance. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the abraded openings on the outer and inner silicone tubes and the exposed quadfilar coils, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. No other obvious anomalies were noted.